Event description:
This rv lead was capped on (B)(6) 2018 due to noise which led to inappropriate shocks.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.